Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0tu0l, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tu0l, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was pain when sitting down or laying on the right side implant. There was black and blue marks over the incision area on the right side implant. The consumer inquired whether they could have physical therapy on their shoulder. The patient would follow-up with their health care professional (hcp). The patient had two implants. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. If additional information is received, the event will be updated. Additional information received from the consumer reported that the patient had the device removed as there was some problem with the patient's body rejecting the device which is what the black and blue marks indicated.